Manufacturer narrative:
###A supplemental report is being submitted for additional event details.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that motor start events with parameters outside of the typical range have continued.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5 and h11 and additional information. B5 was corrected to indicate that there was not a failed motor start associated with the double disconnection. The controller serial number for the system reported controller was corrected to con417994. Additional products: d4: expiration date: 31-mar-2023 / serial #: (B)(6) mfg date: 25-mar-2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was not a fail to restart associated with the double disconnection. The continued motor start event with atypical parameters that was revealed on subsequent log file review was associated with an accidental double disconnect of power sources by the patient.

Manufacturer narrative:
A supplemental report is being submitted for additional information. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was connected to two batteries at the time of the double disconnection when the ventricular assist device (vad) failed to restart. It was reported that the patient had passed out. The controller was connected to a controller ac adapter and one battery when the vad successfully restarted. The patient was reported to be lethargic and was admitted to the hospital for observation.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed two (2) controller power up events logged (B)(6) 2024 at 16:58:46 and on (B)(6) 2024 at 09:21:19. Of note, the data log file covering the first power-up event was not available. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. The data point prior to the second loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 42% relative state of charge (rsoc). The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for ten (10) seconds and nine (9) seconds, respectively. Log file analysis also revealed a slight decrease in power consumption and estimated flows beginning on (B)(6) 2024. Furthermore, log files revealed one hundred (100) low flow alarms were logged since (B)(6) 2024. Of note, the data log file covering the data between (B)(6) 2024 was not available for analysis. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. Review of the event log file revealed motor start events recorded on (B)(6) 2024 at 16:58:51 and on (B)(6) 2024 at 09:21:35 in which the motor start parameters were atypical. As a result, the reported events were confirmed. A possible root cause of the loss of power event can be attributed to the double disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, p oor vad filling, and/or inappropriate pump rotational speed additional products: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A review of log file data revealed motor start events with parameters outside of the typical range and two failed motor start events. It was also reported that the patient got confused and accidentally disconnected both power sources from the controller. The ventricular assist device (vad) and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420/ expiration date: 30-nov-2019 / serial #: (B)(6). UDI #: (B)(4) d9: no h4: mfg date: 05-nov-2018 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for addition information was received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the vad exhibited low flow.